Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The internal leak was visually observed and the machine alarmed. Estimated blood loss was 150 cc's. No medical intervention was required and the pt had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the failure mode cannot be confirmed or replicated in the laboratory setting because the coagulated blood in the sample prohibited a complete test. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling and materials were within specification.